Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to remove and inspect the cartridge, clean the pneumatic tap area, and correctly attach and load the cartridge. Although the customer initially could not load the cartridge, technical support assisted in filling and loading a new cartridge, allowing the customer to resume insulin delivery successfully.